Event description:
Had emsculpt procedure. Nurse turned unit upside down to work lower abdominal muscles. I am (B)(6) years old and was menstruating. Horrible cramps followed. Heavy period last 16 days. Had to have ultrasound which led to MRI to examine mass and cyst on ovary. MRI revealed more of a cyst. Then f/u with ultrasound. Worried emsculpt machine causes cyst or could cause endometriosis by pulling uterine tissue into fallopian tubes or ovaries. This product needs to be fully evaluated to make sure if does not affect internal organs. Two ultrasounds and MRI. FDA safety report ID# (B)(4).